Manufacturer narrative:
(B)(4). Batch # p94e7e. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an omentectomy procedure, when surgeon was using device, the distal part of harmonic blade broke off. The length of broken part is about 1 cm. The broken part was taken off from the patient body. It is unknown if there was any patient consequence.

Manufacturer narrative:
(B)(4). Batch number is p94d3a. The device was returned with no apparent damage. The blade tip was intact and not broken off as reported by the customer. The device was connected to a gen11 and the device was found to be functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. However, what was also found during functional testing that was unrelated to the reported event, was that although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found that was unrelated to the reported event was that the closure indicator was broken and not making contact with the moving trigger. In addition, it was also found that there was a cracked internal component; the y-link, also unrelated to the reported event. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: photo analysis. The image provided by the customer is that of a harmonic instrument with a small piece of the active blade detached from the instrument. Blade damage is commonly caused by external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or when using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase damage severity and result in alert screens, such as ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure.